Event description:
The customer contacted physio-control to report that their device would not power on during a patient event. Another device that was available at the scene of the incident was used to provide treatment. This issue is patient related; however, there was no adverse patient outcome. No further details about the patient event or the patient were provided by the customer.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the power pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.